Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, rubbers and small metal balls had fallen off from drawer 5.2. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified that the rubber bumper on drawer 5.2 was missing, leaving the bearing cage slightly exposed. The bumper was replaced to restore proper function. The system functioned as intended after the field service engineer repaired the device.